Event description:
Using a gold laser system -lf 20- to perform t&a. Inserted laser transnasally to ablate adenoids and noted very small ball tip -2.3mm- of the laser wand was missing. Attempts made to find the tip including nasal endoscopy, direct laryngoscopy, straining suction apparatus contents, and evaluating pathology material were unsuccessful. Called company - rep for laser center indicated the tip is inert and not radiopaque, therefore, untraceable. Stated in the past, when tips had broken, there were no long term problems. Stated if it was in the nose or nasopharynx, it would work its way out. Surgeon did not see tip on repeat diligent exams. Diagnosis or reason for use: t & a. Event abated after use stopped or dose reduced: no.